Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report: "we placed a 26-mm physio-ii ring. There still was a small residual leak that we thought was about 2+. We tried another commissure suture, and this made the leak even worse. After multiple attempts at suturing, resuturing, and ellminating the leak, we could not. Because of her age and dilatation of her heart, we thought it best to eliminate the regurgitation." The ring was removed and replaced with a heart valve.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unsuccessful ring repair. Device not returned.